Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.0-14.6cm and 17.4-17.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 9.7-12.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.6-9.8cm from the distal tip. Internal insulation abrasion was noted at 8.0-8.2cm and 33.8-34.6cm from the distal tip. The etfe coating was intact at these locations.